Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
It was reported that during transport back to facility, the cardiosave intra-aortic balloon pump (iabp) unit was dropped after being unhooked. There was no patient involvement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the cardiosave pump and only minor cosmetic damage was present, no parts damaged or replaced. Performed complete functional testing and safety checks. Unit passed all functional and safety tests per factory specifications, returned unit to customer and cleared for clinical use.

Event description:
It was reported that during transport back to facility, the cardiosave intra-aortic balloon pump (iabp) unit was dropped during transport. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.